Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in pacemaker inhibition in a pacemaker dependent patient. The physician as able to reproduce the oversensing with diaphragm movement. It was further reported that when the patient was asystolic she would go into ventricular fibrillation.